Event description:
As reported by the user facility: customer reports, "braun product smallbore y-extension set malfunctioned with a leak, leaking out tpn infusion on an npo pt in the nicu. Pt's accucheck dropped to 40's mg/dl with a repeat accucheck in the high 20's mg/dl. Pt required a d10w bolus to treat the hypoglycemia and an adjustment was made on the IV infusion rates as well." Additional information provided by the facility, indicated the patient's condition stabilized and the defective line was replaced without incident. No other information is available.

Manufacturer narrative:
The actual device involved in the incident was returned to the manufacturer to be evaluated. The male taper on the spinlock assembly was tested to iso 594/1, 594/2 standards and was found to be acceptable. Although the facility reported, "smallbore y-extension set malfunctioned with a leak", the assembly did not leak when pressure tested, per specification. The set did not show any signs of disconnection or leakage at any connection of the part when the set was pressure tested. The house retains for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples exceeded the minimum joint separation design specification and passed joint integrity test. The reported difficulties could not be duplicated with the returned sample of the house retained samples and the mating part involved in the reported incident was not returned for evaluation. No specific conclusion can be drawn.